Event description:
Procedure performed: unknown event description: today a trocar made by applied medical 11x100mm first entry ref # ctf33 lot# 1488458 expiration date 4-7-2026 was in patient. Dr. [Name] inserted the cadiere forcep and a piece of the gasket broke off from inside the trocar. The piece was retrieved and trocar removed from pt, tagged and bagged and given to you to report. Product is available for return. Additional information received on 08aug2023 via email from applied account manager: all pieces were retrieved from the patient. The color of the piece was both black and clear. The clear shield and duckbill or septum was ripped/torn and the clear shield and double duckbill or septum fell out. It's hard to tell if it was the septum or the double duckbill from looking through the bag. By looking at the black broken piece inside the bag, it looks similar to the part of the duckbill. No internal seal components were removed or cut in order to inspect the damaged component. Type of intervention: the piece was retrieved and trocar removed from pt. Patient status: no patient injury occurred.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a black fragment and a clear component. Visual inspection confirmed the complainant¿s experience of seal component separation. The black fragment matched the missing portion of the septum, an internal rubber component of the seal. The clear component was identified to be the shield, an internal plastic component of the seal. Based on the condition of the returned unit, it is likely that the fragmented septum and dislodged shield were caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical¿s instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing."

Event description:
Procedure performed: unknown event description: today a trocar made by applied medical 11x100mm first entry ref # (B)(4) lot# 1488458 expiration date 4-7-2026 was in patient. Dr. [Name] inserted the cadiere forcep and a piece of the gasket broke off from inside the trocar. The piece was retrieved and trocar removed from pt, tagged and bagged and given to you to report. Product is available for return. Additional information received on 08aug2023 via email from applied account manager: all pieces were retrieved from the patient. The color of the piece was both black and clear. The clear shield and duckbill or septum was ripped/torn and the clear shield and double duckbill or septum fell out. It's hard to tell if it was the septum or the double duckbill from looking through the bag. By looking at the black broken piece inside the bag, it looks similar to the part of the duckbill. No internal seal components were removed or cut in order to inspect the damaged component. Type of intervention: the piece was retrieved and trocar removed from pt. Patient status: no patient injury occurred.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.